Event description:
Per provider: sieve beds are defective s/n (B)(4) - per independent repair center statement: heat exchange - leaking, seive bed - defective, 4-way valve - sticking, low o2 or yellow light.